Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During the procedure, the device would not shut off after the trigger was released and they had to double clutch the trigger to stop the rotation because the device was shorting out. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) - additional information was received that indicates that this event does not meet malfunction reportablility criteria. This event is therefore not reportable.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.